Manufacturer narrative:
Root cause and corrective action are under investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a dripping reagent probe on the (B)(4) automated microplate system. No patients were involved with this event.